Event description:
It was reported that the 6600 system grainy images on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and filters were cleaned and re-seated during the service call. The system was tested and found to be working as intended and put back into service.